Event description:
Pump (B)(6) is constantly beeping. Replacement pump sent to patient. No fault occurred while in use. No adverse event while pump is in use. Malfunctioning pump will be returned. Dose or amount: 53nkm. Frequency: continuously. Route: IV. Dates of use: from (B)(6) 2015 to (B)(6) 2016. Diagnosis or reason for use: pah.